Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the atrial lead had increasing thresholds. An x-ray confirmed a dislodgement. It was noted that at the initial implant, the physician had difficulty finding a good position and the threshold was high. It was suspected that tissue pieces were attached inside the helix and the lead could not have stuck firmly. In addition, the patient had many atrial arrhythmias. The lead was explanted and replaced. No patient complications have been reported as a result of this event.